Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results with the xpert xpress cov-2 plus for one patient. A sample was collected from the patient on (B)(6) 2022. The sample was stored at room temperature until tested. The patient was symptomatic at the time of collection presenting with cough, vomiting, and diarrhea starting 2 weeks ago. The specimen was tested with xpert xpress cov-2 plus on (B)(6) 2022, which resulted in sars-cov-2 positive. Sample was processed per pi. The result was reported to the physician. The customer also tested the same sample with the xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, to confirm if the patient has any other viral infection which resulted in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. The sample was processed per pi. The result was reported to the physician for flu a positive. The customer then retested the sample again with the xpert xpress cov-2 plus on (B)(6) 2022, which resulted in sars-cov-2 negative. The result was not reported to the physician. Finally, the customer retested the same sample again with the xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was not reported to the physician. The customer confirmed there was no known death, injury or deterioration in health related to the discrepancies. Review of initial xpress cov-2 plus test result shows single target detection with late CT value. Target and spc appear normal. Review of repeat on xpress cov-2 plus shows normal spc. Review of both repeats on cov-2/flu/rsv plus show influenza a detected by flua1 and flua2 with strong CT and no sars-cov-2 detected. Spc of both runs appear normal. No evidence of product malfunction. Likely root cause is sample at or below the limit of detection for sars-cov-2. No reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results with the xpert xpress cov-2 plus for one patient. A sample was collected from the patient on (B)(6) 2022. The sample was stored at room temperature until tested. The patient was symptomatic at the time of collection presenting with cough, vomiting, and diarrhea starting 2 weeks ago. The specimen was tested with xpert xpress cov-2 plus on (B)(6) 2022, which resulted in sars-cov-2 positive. Sample was processed per pi. The result was reported to the physician. The customer also tested the same sample with the xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, to confirm if the patient has any other viral infection which resulted in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. The sample was processed per pi. The result was reported to the physician for flu a positive. The customer then retested the sample again with the xpert xpress cov-2 plus on (B)(6) 2022, which resulted in sars-cov-2 negative. The result was not reported to the physician. Finally, the customer retested the same sample again with the xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was not reported to the physician. The customer confirmed there was no known death, injury or deterioration in health related to the discrepancies.